Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative could not reproduce the issue. The system passed a system checkout and the system was determined be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that during planned maintenance (pm) the representative was receiving an error from the mobile view station (mvs) monitor that stated "an error has occurred that may have damaged the system's integrity." She rebooted the system multiple times and this did not resolve.